Event description:
The user facility reported that their system 1e continues to have intermittent temperature failures after 15 minutes. A load did fail and the device was used in a patient procedure. The user facility will not provide information in regards of the patient.

Manufacturer narrative:
A steris service technician arrived onsite and inspected the cycle printouts and found that 2 processing cycles had cancelled for heat problem. The technician ran a diagnostic and processing cycle and both completed successfully. The technician stated that the facility has moved their system 1e from their or to their spd and they have installed a new hot water heater. The processor operated as expected; the unit alarmed when the parameters of the warm/mix phase were not met. The operator manual states ((B)(4)), "devices are not liquid chemically sterilized and/or adequately rinsed when a liquid chemical sterilization cycle is cancelled". Steris conducted in-service training on (B)(4) 2012 on the proper use and operation of the system 1e. Steris cannot guarantee the sterility of devices processed in the system 1e processor unless devices are processed in accordance with steris' instructions for processing and use.